Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, while the patient was not connected. The caregiver (cg) stated the home patient (hp) had complained about drain discomfort to the peritoneal dialysis registered nurse (pdrn) and the pdrn removed the initial drain completely. The cg stated the total ultrafiltration (uf) from the previous therapy was 2046ml. The hp did not experience any iipv symptoms and just wanted to begin set up for tonight. The hp would continue therapy and call if any problems were to occur. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was not aware of the event, but stated that another nurse may have been made aware. The nurse stated that the patient does not perform a last fill, so turning the initial drain alarm setting off would not have caused the overfill. She stated that as far as she knew, the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/ intra-peritoneal volume (iipv) based on the reported information. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history revealed no issues that could have caused or contributed to the reported difficulty of increased intra-peritoneal volume (iipv). The assignable cause of the iipv was undetermined.